Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the patient's heart rate jumps to 200 beats per minute when walking 200 feet. The patient also reported experiencing headaches. The patient had been told that reprogramming had destroyed the efficiency of the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.